Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with bradycardia due to their right ventricular lead not capturing. Upon interrogation, it was noted that the patient's pacemaker was at end of service. During device changeout, the lead still exhibited high capture thresholds when connected to the pacing system analyzer. The lead was capped and replaced on (B)(6) 2021. The patient was stable.